Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During follow-up, high pacing impedance and high capture threshold were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed no anomalies. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.